Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l40100, implanted: (B)(6) 1998, explanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
Additional information clarified the pump was implanted on 01-mar-2002 and explanted six years later, on (B)(6)-2008, due to normal battery depletion.

Event description:
It was reported the patient experienced worsening pain over several months, burning, throbbing, aching and dull pain over lower back, bilateral legs and hips. A pumpogram and fluoroscopy were performed on (B)(6) 2008. The results were no extravasation of contrast around the catheter, no contrast moving out of pump, inconclusive. The patient was taken to the operating room on (B)(6) 2008 for a pump replacement. Intraoperative, the original catheter was found to be fractured at the suture near the anchor site. Intervention was device surgical revision. The catheter was spliced on (B)(6) 2008. They were unable to remove the original catheter due to extensive scar tissue around the catheter. The previous catheter was capped and left in the patient. A new catheter was implanted. Severity was moderate. Etiology was possibly related to device or therapy. The outcome was resolved without sequelae it was later reported the pump was explanted due to battery depletion. They planned to confirm if this is normal or a malfunction expected.